Event description:
It was reported that the nurse tried to backload a wire and the wire poked through the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.